Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-26. H.6. Investigation summary: bd received 1 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for loose IV shield was observed as the fbn's can be seen in the non-patient (np) shields with the IV shields detached. Additionally, the customer sample was evaluated by functional testing, opening the np shield, and the indicated failure mode for loose IV shield with the incident lot was observed as the fbn remained in the np shield and the IV shield detached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the needle hub separated from the device. The following information was provided by the initial reporter, translated from chinese to english: defect: after the needle cap is pulled out, the needle body becomes loose and falls off quantity: 1 piece. Impact: no adverse effects on patients and users.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® flashback blood collection needle the needle hub separated from the device. The following information was provided by the initial reporter, translated from chinese to english: defect: after the needle cap is pulled out, the needle body becomes loose and falls off quantity: 1 piece impact: no adverse effects on patients and users.